Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured and returned through a worn instrument return program. No patient involvement. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint is confirmed. Visually verified item lot combination and reviewed manufacturing date as tasp lot 62419059 exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, not all pieces returned the device history records for item# 42517000505 lot# 62419059 & receiving inspection report item# 42517050505 lot# 80561480, 80561484, 80561491 were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. The likely root cause is considered to be a previously addressed design issue: bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.